Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure, flickering issues, was confirmed and image also cut out was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit, water leak in camera unit, and foggy image occurred. Based on the results of the investigation, it is likely that the following led to the malfunction: due to water leak in cable unit, flare occurred, due to water leak in camera unit, a foggy image occurred. In regard to the malfunction "image also cut out", based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had flickering issues and the image also cut out. There were no reports of patient harm.